Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2024.the insertion site was at abdomen. The event occurred on the fifth day of insertion and the set was in use for five days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6).